Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). During the week of (B)(6) 2019, the result from the meter was 4.2 inr. The customer stated she had lied to the physician and reported that the result was "3 something" inr because she thought the result was not as high as 4.2 inr. The customer had decreased her coumadin and had increased eating spinach. On (B)(6) 2019 at 11:45 am the result from the hematologist's office was 1.6 inr. On (B)(6) 2019 at 12:05 pm the result from the meter was 3.7 inr. There was no adverse event. The customer's condition was "good". The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet, no illness, and no new medications. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 3.2 inr , qc 2: 3.2 inr , qc 3: 3.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.